Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site revealed that the patient was found dead at home due to an unknown cause. Of note, it was reported that the patient had been "marginal" for some time prior to passing away. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm log file revealed five (5) critical battery alarms and eight (8) controller fault alarms logged on (B)(6) 2021 starting at 03:31:24. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, a battery was connected to power port one (1) with 9% rsoc and a second battery was connected to power port two (2) with 23% rsoc. Analysis of the data log file revealed that the same battery was disconnected at 04:31:21, and a second battery was allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Analysis of the event log file revealed a controller power up event logged on (B)(6) 2021 at 06:37:45, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a battery was connected to power port one (1) with 3% rsoc and no power source was connected to power port two (2). The battery was allowed to deplete completely, resulting in a loss of power to the controller. The controller was without power for 1 hour 24 minutes and 39 seconds. Three (3) additional controller power ups were then logged between 07:02:04 and 16:31:52. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. The most likely root cause of the observed critical battery alarms, controller fault alarms, and losses of power can be attributed to the patient allowing the batteries to deplete below 10% rsoc. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been requested regarding the cause of death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead at home due to unknown cause. It was also noted that the patient had been reported to be "marginal" for some time prior to passing away.